Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than a single episode. The noise was reproduced with patient isometrics. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service.